Event description:
Reporter stated that a patient's capillary blood glucose was tested, using the suspect device, with back-to-back results of 52 mg/dl, 153 mg/dl, and 155 mg/dl. Reporter noted that patient's therapy was not modified based on these results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.